Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Event description:
The lay user / patient contacted lfs (B)(4) alleging inaccurate high readings on their one touch verio meter. The patient had obtained a 308 mg/dl on their verio meter and less than 30 minutes later obtained a 150 mg/dl on the one touch vita meter. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the comparison between the two readings are greater than 30 mg/dl or 30%.